Event description:
Reported by the complainant as follows... Customer received 25 units (B)(4) lot cno called by (B)(4) to see if he liked the samples; customer stated he did not like them. Additional information provided by (B)(6) on (B)(6) 2013: customer reports he experienced pain and discomfort upon insertion and removal of the catheter. With the removal of the catheter he observed about a tablespoon of blood. Bleeding ceased within a minute. He uses water as a lubricant. He has returned to using his original catheter. Meds: did not want to provide this information, (B)(6).

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the patient. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples are not available for investigation and therefore the investigation was conducted based on the history records and valid documentation. Due to the lot number could not be obtained we have decided to check all tiemann gentle catheters lots for ref code (B)(4) are 452906, 452907, 452908, 459684; for ref code (B)(4) are 452909, 452910, 452911, 459690; for ref code (B)(4) are 452912, 452913, 45914, 459682; for ref code (B)(4) are 452921, 452922, 452923, 459683; for ref code (B)(4) are 452915, 452916, 452917, 459691; for ref code (B)(4) are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.